Event description:
It was reported the unit burned.

Manufacturer narrative:
It was reported the unit burned. Visual inspection of the unit revealed that the lead wire had shorted and damaged the fabric foundation. This unit is more than 40 years old, and the insulation covering a small area of the wire had deteriorated through the many years of use. We have made several modifications to the construction and components through the years, so this situation could not occur with more recently-produced units. We determined that this report was attributable to expected wear and tear, and is an unusual situation, as most consumers would replace an electrical product prior to 40+ years of use.